Event description:
The report stated that during a low anterior resection, oozing under 200 cc occurred, although an end tone indicating a completed seal was heard. The oozing was stopped with gauze. Approximately 10 good seals were completed prior to the incident. A forcetriad energy platform, set at 2 bars, was in use at the time. There was no pt injury.

Manufacturer narrative:
Date of initial report: 12/11/2008. The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.